Event description:
Reportedly, the lead was tried to be positioned 3 times (2 different sites with high threshold (4v and 3v) the patient had a small cardiac tamponade at the implant. According to the filed the lead was implanted.

Event description:
Reportedly, the lead was tried to be positioned 3 times (2 different sites with high threshold (4v and 3v) the patient had a small cardiac tamponade at the implant. According to the filed the lead was implanted.

Manufacturer narrative:
Summary of the investigation: available data has been reviewed. The reported high threshold at implant could not be confirmed as the patient files provided are empty. In addition, a normal pacing threshold (0.75v) was measured at the follow up performed one day post implantation. The review of the quality documents confirmed a regular device manufacturing. Therefore, a lead malfunction is not suspected to have occurred as the lead remains implanted with normal electrical values. Based on available information, the reported cardiac tamponade and the elevated ventricular threshold at implant are most likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc., which are independent of the lead characteristics. Cardiac tamponade is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.